Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to complete the load process after changing the cartridge. It is possible that a cartridge change error occurred, however the customer stated not receiving any notifications. The customer was able to reload the cartridge and resume insulin delivery. The customer's blood glucose level was not impacted.